Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The reported condition cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and there was no output. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that flow rate functional test was failed. Several attempts were made to unblock the device, by activating the device in saline, whilst applying a positive and negative pressure to the suction tube. This did not increase the flow. The device handle was opened and inspected for any anomalies or blockages within the visible suction path. Inspection resulted in no clear and obvious blockage / restriction. A wire was fed up the suction path towards the distal end; the restriction was located at the distal end (active tip). The blockage was found to be tissue, unfortunately the tissue was unable to be removed and the device remained blocked. Since the reported condition was not confirmed,the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the vapr coolpulse electrode was used in the operating theater with an arthroscopy shoulder. Immediately at the start an error message of output shorted showed and was not usable. After a few minutes it ¿worked¿ the generator was making the sound of ablating but yet nothing happened in the patient. Additional information provided by the affiliate reported a 10 minute surgical delay with no user or patient impact. The affiliate reported an alternative product was readily available and the failure occurred while using the first vapr electrode. It was also reported that surgical intervention is not needed and the device was not re-used or re-processed.